Event description:
The manufacturer representative reported the pt had a stimulation system implanted in august. It became infected and was removed. The date of explant remains unk. Additional info has been requested from the hcp, but was not available on the date of this report.